Manufacturer narrative:
The ventilator was investigated on site by our fse (field service engineer) and it was found out that the nozzle unit in the gas module was damaged. The nozzle unit was replaced and the ventilator returned to clinical usage after passing all the functional and safety tests. The feather spring on the nozzle unit is the cause of the reported leakage the received picture shows that the feather spring had been deformed and has an angel that was less than expected, however it is unknown how the damage occurred. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).